Event description:
Leica biosystems received a complaint regarding notification of error code "1103," which indicates an air system pressure failure. A leica field service engineer (fse) attended the laboratory on (B)(6) 2015 in order to assess the operation and function of the instrument and to investigate the circumstances involved in this complaint. The fse was advised by the complainant that the operation of the instrument had been satisfactory subsequent to the notification of the air system pressure failure on (B)(6) 2015. The fse performed system verification tests, for which all results were satisfactory; and reported that: "cleaned all lls's in both retorts as they were dirty." The complainant did not indicate that the quality of tissue processing had been adversely impacted.

Manufacturer narrative:
Investigation found that the instrument functioned as designed during execution of the "quick clean" protocol, which started in retort a at 14:52 pm reported by the complainant on (B)(6) 2015 and completed successfully at 15:27 pm on (B)(6) 2015. The root cause of the "1103" error indicating an air system failure could not be unequivocally determined from the information available. An error code indicating that the air pump diaphragm had exceeded 1200 hours and was due for preventive maintenance had also been recorded in the instrument logs. The instrument settings show that the pump had been in service for 1359.5 hours. It is known that a worn air diaphragm may lead to the generation of air system error codes. No tissue samples were adversely impacted as a consequence of the air system pressure failure error reported, because the error code was generated during a quick clean run which did not contain any cassettes. No failed tissue processing protocol(s) was identified in the instrument logs between (B)(6) 2015, which is the period covered by the logs provided; and the complainant also did not indicate that the quality of tissue processing had been adversely impacted during this period.